Event description:
Device (pump) returned to manufacturer for analysis. Reason for return of pump was stated to be "unknown." Catheter was explanted but not returned. Report of catheter explant stated catheter was explanted due to "intermittent drug delivery." Follow-up with health care professional revealed the patient experienced drug withdrawal with symptoms of tingling, shortness of breath, bronchospasm and nausea. Patient admitted to hospital for troubleshooting. A volume discrepancy of excess of 2.5 ml was noted at the last refill. At surgery the catheter was tested with normal saline. Physician was unable to inject through the catheter or to withdraw cerebro-spinal fluid from the catheter. Both catheter and pump was explanted - catheter had never been registered with manufacturer. Pt has been doing well with the replacement system and is pleased with the therapy.